Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigators were able to confirm the blank screen complaint which was related to a cracked screen. A test was performed with a test display and the screen was noted to be legible and clear. A review of the pump alarm history showed no indication of errors, alarms, or warnings causing a blank screen.